Manufacturer narrative:
H6. Investigation summary: the complaint investigation for false positive results when using the bd sars-cov-2 reagents for bd max system (ref# 445003) unknown lot was performed by the review of the manufacturing records, review of the customer¿s data and verification of complaints history. Since this assay uses the bd max exk tna-3 kit and 2 different lots were used, both lots were investigated, along with the bd sars-cov-2 reagents kit lot 0093885. Review of the manufacturing records indicated that the qc results for the various lots were compliant. Complaint text states that an increase of discrepant results and negative control failures were observed since june 1st, 2020. Two elements were mentioned in the complaint text, discrepant results upon repeat and negative control failures. To investigate, six runs were provided (runs# 129, 134, 149, 151, 156 and 184), but only run 184 (lanes a08 and a12) was mentioned in the complaint text. No additional information was available. The database was analyzed. Discrepant results were found as being positive for either n1 and/or n2 in the initial run and negative upon repeat (runs 134, 173 and 178). The amplification curves of those weak positive were all reviewed, and they are all associated with high background signal. Bd has received several customer complaints for weak n1 or n2 positive results, when using bd sars-cov-2 reagents for bd max¿ system. Most of these complaints concerned atypical curves, with low endpoints. Analysis of the various databases received from customers revealed evidence of similar patterns. All the runs analyzed showed presence of background noise caused by signal drift in the cy5 channel causing an interruption in background correction, generating a steady increase of fluorescence in the curves, resulting in false positive results. In all cases, contributing factors included product design. Control failures: three of them (runs 129, 151 and 184) present weak but true amplifications. Contamination during samples preparation is the most probable hypothesis, since they are always in along with positive n1/n2 controls. Together, the results obtained suggest that high background is mainly responsible for the false positive results as well as control failure. Contamination was also seen in some samples however, the environmental monitoring was negative (run 184). The product is not suspected to be the cause of the customer contamination issue. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd maxtm system lots for false positive results. The root cause is under investigation and will be documented in our quality system. Bd confirms the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4)) to investigate the root cause and some mitigation actions are already being addressed. H3 other text : see h10.

Event description:
The customer reported that while using kit bdmax sars-cov-2 reagents erroneous results were reported. Several patient samples initially tested positive, and upon repeat were negative. The erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using kit bdmax sars-cov-2 reagents erroneous results were reported. Several patient samples initially tested positive, and upon repeat were negative. The erroneous results were not reported out and there was no report of patient impact.